Manufacturer narrative:
The device was not returned for analysis. When the device is received a supplemental report will be submitted. MDR related to this event: 2029214-2016-00404, 2029214-2016-00405.

Event description:
Medtronic received report that upon removal of the stylet, the coating was noticed to be peeling. The device was replaced and the replacement again presented the same issue. No patient injury was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the ultraflow micro catheter and stylet were returned for analysis and the reported issue was confirmed. No damages were found with the ultraflow micro catheter hub, body or distal tip. The stylet was examined. The ptfe coating of the entire stylet length was examined under the video inspection system (30x magnification) for coating integrity. The returned stylet ptfe coating was found to be damaged and missing. The coating damage likely contributed to the reported resistance with the ultraflow micro catheter. Due to the damaged condition of the stylet it could not be used for resistance testing with the returned ultraflow micro catheter. No other anomalies were observed. The patient in this case was reported to be (B)(6) years old. Per the ultraflow hpc flow directed micro catheter IFU (instructions for use): ¿the ultraflow hpc flow directed micro catheter is contraindicated for neonatal and pediatric use¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.